Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot the dxc 700 au clinical chemistry analyzer over the phone. The customer replaced the sample probe per cts recommendations to resolve the issue. No further issues were noted. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case-(B)(4).

Event description:
The customer reported the dxc 700 au chemistry analyzer generated erroneous erratic patient results generated for sodium (na), bicarbonate (co2) and high chloride (cl) with low anion gap. The erroneous results were reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.